Event description:
Complainant alleged that while treating a patient the device appropriately delivered 43 shocks to the patient and then reported an unknown error prompt. The user was unsure of the exact prompt however it was reported to be a "system error" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. The device was removed from service and during subsequent testing, the device was unable to power on.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.